Manufacturer narrative:
Date of report: 03may2019. The customer contacted remote tech support, who provided information and guidance over the phone. Remote tech support walked the customer through calibrating the touch screen, which resolved the issue.

Event description:
The customer reported a touch screen failure when using the v60 unit. There was no patent involvement in the case, and no patient harm.